Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported lot number. There was no non-conformance recorded in the lot history. There are no other similar complaints reported against this batch. Internal complaint number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while completing the cutting of the branches of the vein, the btt balloon popped. A lobsterclaw was put around the incision to prevent the air from leaking out. The hospital did not report any pt effects.